Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occured due to power issue. A technical support specialist stated the customer had resolved the issue by ensuring all plugs were properly seated, allowing the all-in-one to turn back on. A field service engineer reported the all-in-one issue was resolved with technical support specialist assistance before arrival and noticed the universal serial bus port was loose and proactively replaced the board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a power issue. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.